Manufacturer narrative:
Due to character limitations, complete e1 (reporter name tel #) is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Diagnosis showed that the calibration of the pressure transducers deviates. Pressure transducers were recalibrated and adjusted. Pressure tests, test run and function check carried out ok. The iabp was then released to the customer.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave error code 10. There was no patient involvement.

Manufacturer narrative:
H6 (clinical & impact code ).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave error code 10.